Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01089, for the other associated device information. It was reported to boston scientific corporation that two defective resolution clip devices were used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the clips were positioned in the patient's colon to treat a post-polypectomy bleed. However, the clips would not extend out of the sheath. The entire device was removed each time with no visible damage to the devices. The case was completed with a third resolution clip device. It was also reported that the scope was not in a retroflex position and the delay in the procedure, due to the two malfunctioned clips, did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)